Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd legacy plus pump where it was reported that the pump experienced 'no disposable pump won't run alarm' which is a high-priority alarm, and it did not reset after removing the cassette. The pump was under delivery. The programmed rate was 1 ml per hour, and remaining volume was 94.2 ml. The volume given was 1.85 ml. This could potentially result in harm to the patient. There was patient involvement, and no harm reported.